Manufacturer narrative:
(B)(6).

Event description:
It was reported when setting up the room the staff plugged in the unit and the system blew the fuses in the room and the unit would not turn on to use after. There was no delay in the case or to patient care and surgeon used traditional forms of debridement.